Event description:
On january 31, 2012, the lay-user/patient contacted animas alleging a large prime volume issue with the pump. The patient did not allege any harm or injury because of the alleged issue. The alleged product issue is not likely to cause an adverse event because the issue is generally obvious and detectable by the user and because the issue does not affect the pump's insulin delivery functions. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The alleged issue was not resolved with troubleshooting. The pump was replaced. The pump was returned to animas on 3/6/2012 and evaluated by product analysis on 3/9/2012. The following findings were observed: the pump's display was found to be faded and discolored. The display was fully functional after the faded display was replaced with a test display. The pump's unable to detect cartridge issue was not verified in the pump's history. The pump case was removed to test the force sensor. The force sensor calibration was tested and found to be low. The events of large prime volumes were observed in the history download. The force sensor was removed and the shim plate was found to be dimpled. The force sensor resistance was found to be high. Contamination was found on the force sensor. Based on the information provided, this complaint is being reported due to the defective force sensor found with the evaluation of the pump. There is no evidence, however, that the alleged issue contributed to a serious injury.

Manufacturer narrative:
(B)(4)